Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va09679, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s ¿on/off¿ didn¿t work and the patient noticed this after going through a security scanner and trying to turn her implantable neurostimulator (ins) on. It was noted that the patient was on program 4 at 2.9 volts and the ins was on. The patient was able to turn the ins off and back on again and it was working. It was later reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted that the patient had an appointment on (B)(6) 2014.